Event description:
No capture and increased threshold noted. Upon repositioning attempt, phys could not pass stylet through lead. Lead noted to have blood staining and coil appears to be out of normal configuration.